Event description:
It was reported that high impedance was detected so the patient was referred for a full revision of the generator and lead. The generator had been implanted for less than a year. The patient underwent the planned surgery, however it was determined that replacing the generator solved the issue. The impedance was tested three times in different arm and neck positions and was always within normal limits. The surgeon examined the exposed portion of lead to look for fractures, needle punctures or fluid within insulation and everything looked normal. The lead pin was not re-inserted into the old, explanted generator to ensure that the pin was past the connector block with a good electrical connection. There was no believed trauma to the vns site. No products have been returned to date. No further known surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: "no products have been received to date." Was inadvertently submitted in the initial MDR instead of "the explanted generator was reportedly discarded." Evaluation codes (refer to coding manual), corrected data: (B)(4) was inadvertently selected on the initial MDR report instead of (B)(4).

Event description:
The explanted generator was reportedly discarded.

Event description:
It was reported by the hospital that the patient's product was not discarded. The suspect product has not been received to date.